Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.   Device evaluated by manufacturer:. Based on the potential root causes identified and the complaint report, the following attributes were examined. A visual examination of the crimped stent found the entire crimped stent were distorted. The proximal portion was bunched and overlapped and the distal portion was stretched out over the tip of the device. The stent has also moved distally on the balloon and from the analysis, it is likely the device met resistance from the tip of the guide catheter on withdrawal of the device causing the damage. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. On removal of the device from within the guide catheter, a visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified distal left circumflex artery (lcx). A 32 x 3.00 promus premier¿ stent was selected to treat the lesion; however the device was unable to cross the target lesion. The procedure was completed with a promus premier. No patient complications were reported and the patient¿s status was good. However, device analysis revealed stent damage and stent move on balloon.